Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, lens was explanted in initial procedure due to lens noted to be scratched after insertion into eye. Additional information was requested, but no further information is available.

Manufacturer narrative:
Additional information was provided in d.10. The manufacturer internal reference number is: (B)(4).